Event description:
It was reported that the insulin gauge was intermittently inaccurate, that the pump touch screen was intermittently unresponsive, and that the pump battery intermittently could not be charged. Additionally, it was reported that the pump was not delivering insulin as intended. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.